Event description:
Following a laparoscopic anti-reflux procedure, a patient returned to the emergency room for "retching" and led to the removal of a linx device. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure including linx device implant and hernia repair occurred on (B)(6) 2017. -after procedure, patient returned to emergency room "retching" and upon fluoroscopy examination, a hernia was present and the device was found above the diaphragm. -on (B)(6) 2017, an uneventful procedure including hernia repair, linx device explant, and doer fundoplication was performed as the device was just above the diaphragm and crural repair.

Manufacturer narrative:
(B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient returned to the emergency room for "retching" which led to an onset of sharp pain in the lower chest and epigastrium resulting in subsequent removal of a linx device. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure including linx device implant and hernia repair occurred on (B)(6) 2017. After procedure, patient returned to emergency room "retching" with associated pain; x-ray imaging found the device above the diaphragm. On (B)(6) 2017, the patient went to the operating room for diagnostic laparoscopy and revision of the hernia repair. The device relationship to the gastroesophageal junction had not changed. During the revision, a small traction injury was made to the stomach and gastric contents came into contact with the linx device. Based on this, the linx device was elected to be removed and a doer fundoplication was performed. The patient was doing well after removal.